Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore evaluations could not be completed. If any devices are returned, evaluations will be completed and supplemental reports will be submitted.

Event description:
It was reported an unk number of spectrum pumps alarmed 'system error 322.' It was also reported there was no pt involvement.